Manufacturer narrative:
One device was returned for repair. Physical evaluation found the downstream occlusion (dso) nub was missing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The downstream and upstream were replaced for unknown reason during previous repair. There were no alarms in event history. Functional testing was performed and the pump double beeps after cassette was attached, replicating complaint. The cause was the dso. The dso was replaced and device passed functional and delivery tests.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was double beeping. Per reporter, the product fault occurred during testing and the device issue was not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.